Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the device opened multiple drawers during transactions, with auxiliary drawer 7 triggering main drawer 6 in the first occurrence and main drawer 6 triggering main drawer 4 in the second occurrence. A field service engineer (fse) received a report of multiple drawer failures on the station and contacted the pharmacy for additional details. The fse was informed that the issue had been resolved after removing medications and cardboard obstructing the back of the station, which restored normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple drawers open at once. Customer tried to pull meds from aux, but main drawer also opened. There were no adverse events or injuries reported based on this event.